Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated sodium result while using the architect c8000 analyzer. The customer provided the following results (normal range 136-145 mmol/l): initial 169, retest 140. The customer indicated that they were having issues with the quality controls being out of range but did confirm they were in range when the elevated result was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) investigated on site and observed that the r1 reagent probe appeared bent. The fsr replaced the probe and reran qc. The qc was acceptable and no additional discrepant results were reported. The fsr determined that the reagent probe) was the cause for the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.